Event description:
Bipolar gold probe was hooked up to erbe and was noticed not all of the coils were functioning properly. Only the coils towards the tip of the probe were operational. A new/separate gold probe was hooked up and the procedure was completed.